Event description:
A malfunction on a pump was reported, possibly caused by a daughter accidentally hitting and throwing the pump while the caller was in the shower. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.